Event description:
Hcp reported patient presented in 2004 with unknown signs/symptoms. The pump medication was changed and the pt is "now without adverse symptoms or side effects." The pt was reported to have recovered without sequela.